Manufacturer narrative:
This report is filed march 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the site was cauterized with silver nitrate and treated with a topical antibiotic. The implanted device remains.